Event description:
Hill-rom received a report from the account stating the nurse call function ws not working. The bed was located at the account in the basement. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was not fully seated in its connector. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician fully seated the communication cable and tightened the screw terminals to resolve the issue. Based on this information, no further action is required.